Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0098914. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-07. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 0098914. Customer states that the stopper was disfigured. The returned syringe was examined and exhibited a disfigured stopper. Examination of the photos indicates that the stopper leading edge was slightly angled to one side in the barrel and not straight across. A review of the device history record was completed for batch # 0098914 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 0.3ml 30ga 8mm. This is a report about a damaged stopper of syringe. According to the customer's report, the stopper was disfigured.